Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The 75% stenosed target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). Pre-dilation with an unspecified balloon was performed. A 3.00x32mm promus element sds was advanced and was unable to cross the lesion. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device code # 2524 relates to component code # 3038. Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts on the first row from the distal edge were misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).